Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/06/2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that itching occurred on the right side of the abdomen, 4 inches away from the belly button. The affected area became really itchy and red, however patient decided to continue wearing the sensor. On (B)(6) 2018 the patient spoke with a doctor and was advised to use neosporin to treat the reaction. Patient put neosporin on the affected area around the adhesive. At the time of contact, it was indicated that the itchiness and redness had reduced. No additional event or patient information is available.